Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found the procise's electrode fell off from the device. Factors that could have contributed to the reported event include hitting the device tip against a hard surface, using the device as a lever to enlarge surgical site or mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an unspecified procedure, a the procise's electrode fell off external to the patient when trying to clean it. The surgery was resumed, after a 5 minutes delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case#:(B)(4).